Manufacturer narrative:
A review of the device history record (DHR) for lot no. 815017 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product. Additionally, a review of the machine setup was conducted and revealed no issues. The investigation did not identify a systemic issue with the product or process. The dhrs for shop orders of the syringe assemblies utilized in the production of this lot concluded visual and physical samples inspected identified no issues. There were no ncrs issued against the shop orders. There were no manufacturing or inspection anomalies found during a review of the DHR. The actual device was not returned for evaluation. Without the device or a representative sample being provided, a more comprehensive investigation could not be performed. Additionally, the application of the device could not be verified from the information present in the complaint. However, a digital image (photograph) was provided from the customer. Visual inspection observed a very thin line in through the graduation print in the barrel. There are no signs of damage/broken pieces in the syringe barrel. In order to confirm the issue, a physical test must be performed. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 13-feb-2019. Additional details were added to section b5. Also, section h6 patient code was updated from insufficient information to no patient involvement.

Event description:
The customer states: the syringe was cracked. Upon follow up with the initial reporter on 11-feb-2019, the issue was discovered as the employee began drawing up the medication. With that said, this did not involve the patient as the syringe was brought to the reporter's office and the medical assistant drew up another dose of medication. No intervention required.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states: the syringe was cracked in the middle of the barrel.